Event description:
It was reported that prior to beginning the surgical procedure the customer noticed that the permanent cautery hook instrument had a broken tip. No pt harm, adverse outcome or injury was reported.